Event description:
A customer contacted stryker to report that the defibrillation energy level delivered from their device was not as expected, when attempted. As a result, wrong defibrillation therapy would be delivered, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Section h3, device evaluated by mfg of the initial medwatch report indicates yes. Section h3, device evaluated by mfg of the initial medwatch report should indicate no. Section h3, reason for no evaluation of the initial medwatch report indicates blank. Section h3, reason for no evaluation of the initial medwatch report should indicate device evaluation anticipated but not yet began. A stryker field service representative evaluated the customer's device and verified the reported issue. The device could no longer be repaired due to part obsolescence. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that the defibrillation energy level delivered from their device was not as expected, when attempted. As a result, wrong defibrillation therapy would be delivered, if needed. There was no patient use associated with the reported event.